Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received, only the inserter was received. The inserter suture cover was missing. The incident report does not indicate where and how the suture broke and it is unclear if there were any immediate causes for the reported failure. The received inserter was examined and no anomalies were found that would have contributed to the reported failure. The complaint cannot be confirmed. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of 286 devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that one (1) 5.5 mm healix ti anchor with orthocord suture broke down during a refixation of shoulder. It was reported to be a production error. The surgeon completed the procedure using another piece, causing a ten (10) minute surgical delay.